Event description:
It was reported that the patient had a fall that moved the lead component of their implantable neurostimulator (ins). The patient then underwent a lead revision on (B)(6) 2015. It was also noted that the patient did not have great coverage at or shortly after implant which might indicate a placement issue as an additional reason for the revision. At the revision, both leads were slightly repositioned to get better coverage and that all of the same components were retained. The patient was reported as doing well with no programs for their stimulation. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4). Implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).